Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All customer demographic information on the regulatory document states "confidential".

Event description:
It was reported that bd insyte autoguard needle retracted prematurely before use. Verbatim: device removed from packaging; as soon as it was placed on the table, the safety mechanism was triggered.